Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring was loosened. Customer¿s blood glucose value was unknown. Customer also stated that he insulin pump had a pump error alarm. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected the critical block and inverse critical block did not add to zero alarms during testing however, the critical block and inverse critical block did not add to zero alarm (line number 213 file number 30) is found in the formatted history file due to a software error. The pump was received with a scratched case. The reservoir tube lip, retainer, and reservoir tube were inspected and no damage noted.